Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a total vaginal hysterectomy with left salpingectomy, anterior colporrhaphy with urethral sling repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when they were trying to pull out the mesh, it started to disintegrate. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional contact: (B)(6). An examination of the returned mesh assembly and delivery device was performed. There was no damage noted to the delivery device. There was residue on the delivery device needle and needle slot. The association loop was received engaged to the distal end of the needle. On the mesh assembly, only one half was returned. On the end of the mesh assembly returned without the dilator, the mesh was torn, confirming the complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a total vaginal hysterectomy with left salpingectomy, anterior colporrhaphy with urethral sling repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when they were trying to pull out the mesh, it started to disintegrate. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.